Event description:
Customer went to the emergency room with a blood glucose level 53 mg/dl. The customer consumed carbohydrates and juice to address the blood glucose level, and a pump system check revealed no issues; the pump was functioning as intended. Customer was monitored during ER stay and was released later the same day with issue resolved and no injuries or permanent damage.